Event description:
Prior to the start of a total knee procedure, it was reported that the black cap was missing from the tibial/pelvic tracker when opened from the sterilization tray. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the subsequent procedure was completed successfully.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, however, a root cause for the breakage could not be determined. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
Prior to the start of a total knee procedure, it was reported that the black cap was missing from the tibial/pelvic tracker when opened from the sterilization tray. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the subsequent procedure was completed successfully.